Event description:
A malfunction occurred without any notable events prior to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to reach out if the issue reappeared.